Event description:
It was reported that a malfunction alarm occurred. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. After reporting the issue, the customer received assistance from technical support to reset the pump, and the malfunction code did not recur afterward. The customer was advised to continue using the pump and to contact support again if the issue reappeared.